Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 6 years, 6 months due to critical stenosis. The patient presented with shortness of breath, chest pain, syncope and fatigue. The tavr was performed with a 23mm 9755rsl transcatheter valve. The patient was stable post procedure and discharged on pod # 1.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data: b7, h6 (device code(s)).

Event description:
It was reported that a patient with a 23mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 6 years, 6 months due to deterioration, critical stenosis with mg 66mmhg . The patient presented with shortness of breath, chest pain, syncope and fatigue. The tavr procedure was performed with a 23mm 9755rsl valve. The patient was stable post procedure and discharged on pod #1.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.